Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06914. It was reported a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed. The laa was noted to be medium sized measuring 27.6 mm maximum diameter and 27.4 mm depth. The measurements were confirmed via transesophageal echocardiogram (toe) at 45°, 90° and 130°. No vision of the auricle at 0° with a maximum diameter of the laa measured at 19 mm at 45° and a depth at 30 mm at 90°. Transseptal puncture was performed and noted to be difficult with a floppy septum. 5000 units of heparin was administered and then another 3000 units as the patient¿s activated clotting time (act) was 180 sec. The non bsc transseptal needle and sheath were exchanged for the watchman® access system (was). A pigtail catheter was advanced in the was to position. The 24 mm watchman ® laa closure device and delivery system (wds) was then advanced. The closure device was deployed. It was well positioned, the tug test was performed and was ok, the compression rate was measured under 3 toe incidences of 45°, 90° and 130°. No vision of the auricle at 0°, compression rate of the device was 20% and there was no periprosthetic leak. The closure device was released. Five-ten (5-10) minutes later the patient's blood pressure dropped with appearance of a small pericardial effusion. A drain was started to stabilize the patient. A few minutes later there was elevation on the electrocardiogram. The physicians decided to check the right and left coronary arteries which presented no issue. About 1 hour after implantation, the patient had cardiac arrest and cardiac massage was performed by the physicians. The patient ultimately passed away about 2 hours post device release. The physician indicated the death was not considered related to the procedure; however, the cause of death was not provided. The patient was noted to be ¿elderly and fragile¿ and had kidney disease.